Event description:
It was reported on (B)(6) 2015 that a patient who was implanted on (B)(6) 2015 has been experiencing an increase in depression. The patient was last seen in (B)(6) 2015 and was doing fine at that time and the device was functioning normally. Attempts for further information have been made and no relevant information has been received to date.